Event description:
There was an allegation of discrepant hbv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for a single patient. On (B)(6) 2026, the initial cadaveric plasma sample generated a non-reactive result for hiv and hcv, and a reactive result for hbv with CT 37.74. On (B)(6) 2026, the same sample was repeated and generated a non-reactive result for hiv and hcv, and a reactive result for hbv with CT 36.88. A serum sample was tested in the same batch and generated a non-reactive result for the hbv target. On (B)(6) 2026, the same cadaveric sample was tested on the 5800 instrument and generated a non-reactive result for hiv and hcv, and a reactive result for hbv with CT 36.69. The serum sample was also tested on the 5800 instrument and generated a non-reactive result for hiv and hcv, and a reactive result for hbv with CT 37.10. A serum sample was tested in the same batch and generated a non-reactive result for the hbv target. The serology results indicate that all analyzed samples were negative.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Overall, the data points towards the conclusion that the donor may have an early infection or a chronic hbv infection where the virus is present in the liver and blood, but replication is at a low level. Chronic carriers can have fluctuating levels of hbv dna, sometimes resulting in low viral loads. This discrepancy between nat (reactive) and serology (negative) can arise due to several factors, including: low viral load below nat detection threshold: the hbv viral load in the sample may be too low for nat to detect. Acute or resolving (occult) hbv infection: an early-stage or resolving hbv infection can result in the presence of a low or undetectable viral load with negative serology results. Sensitivity differences: differences in test sensitivity and methodology between nat (targeting viral dna) and serology (detecting antigens or antibodies) could contribute to the observed results.